Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed error did not reappear, and was advised to wait before starting new sensor session, which customer understood and accepted.